Manufacturer narrative:
The manufacturer previously reported receiving information alleging a dreamstation device power cord corroded. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the devices power cord was confirmed to be corroded and the unit could not be powered on in order to collect the device error log. The device was scrapped. There was no patient harm or injury associated with this notification and no increased risk to the intended user. This device meets ul and iec requirements for flammability. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This complaint is considered not reportable. In the previous report, section in box e: initial reporter was incorrect. The section in box e: initial reporter has been corrected in this report.

Manufacturer narrative:
H3 other text : device scrapped by third party service center.

Event description:
The manufacturer received information alleging a dreamstation device power cord corroded. There was no harm or injury reported. During the evaluation of the device at a third party service center, the devices power cord was confirmed to be corroded and the unit could not be powered on in order to collect the device error log. The device was scrapped.